Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site telephone: (B)(6). Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our mobile tables ¿ 113213a2 alphastar plus mobile operating table. As it was stated, the headrest dropped while the patient was on the table. Additional information was requested from the customer to establish if the head rest dropped rapidly to the lowest position and if there was any risk of neck overstreching. Unfortunately, no further information was obtained by the time of reporting. There was no injury reported, however, we decided to report the issue in abundance of caution as serious injury cannot be excluded in case of occurence of neck overstreching due to rapid drop of head plate.

Event description:
On 28th november 2022 getinge became aware of an incident with one of our mobile tables ¿ 113213a2 alphastar plus mobile operating table. As it was stated, the headrest dropped while the patient was on the table. Additional information was requested from the customer to establish if the head rest dropped rapidly to the lowest position, if there was any risk of neck overstretching while the alleged situation occurred and if the patient was under anesthesia. Unfortunately, no further information was obtained. There was no injury reported, however, we decided to report the issue in abundance of caution as serious injury related to neck overstretching due to rapid drop of head plate could not be excluded in case of occurrence.

Manufacturer narrative:
Getinge became aware of an incident with one of our mobile tables ¿ 113213a2 alphastar plus mobile operating table. It was reported that the headrest dropped while the patient was on the table. Additional information was requested from the customer to establish if the headrest dropped rapidly to the lowest position, if there was any risk of neck overstretching and if the patient was under anesthesia. Unfortunately, no further information was obtained. There was no injury reported, however, we decided to report the issue in abundance of caution as serious injury cannot be excluded in case of occurrence of neck overstretching due to rapid drop of head plate. The getinge service technician confirmed the malfunction of the headrest. After degreasing and adjusting the lock, the device was released to usage. There might be few factors, which could have contributed to the reported malfunction occurrence. One of the possible reasons for the malfunction of the device¿s locking mechanism is wear and tear of mechanically stressed parts. The device was manufactured in september 2002 and was in use for was in use for over 20 years. If malfunction of the device occurs, the defect should be discovered during pre-use check. It could have not been established if the customer had performed a pre-use check before utilizing the operating for the patient treatment. Another factor is that the head rest might have been positioned incorrectly. The user should always position the patient correctly and maintain continuous observation. The malfunction could also have occurred because of the operating table collision with another device or object. The headrest drop could also occur due to improperly mounted accessory, which may come loose and cause injuries if not fitted correctly. There was no indication of any user error in the complaint record. Another reason for the malfunction may be insufficient maintenance or repair. The components could have been damaged directly at repair work or indirectly by poor adjustment. The customer does not have a maintenance agreement with getinge. It is possible that the maintenance was not done or was not done on a regular base. To sum up, due to the limited complaint information and multiple of factors, it is impossible to establish which of considered scenarios was the most probable to have contributed to the issue investigated herein. Therefore, the root cause for the issue causing the headrest drop remains impossible to define. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As the malfunction of the headrest locking mechanism was found, it was considered that the getinge device was not up to the specification. In summary, this complaint is the first one registered for 13213a2 alphastar plus mobile operating table where the headrest drop while the patient was present the table. Comparing the number of complained devices to the number of alphastar operating tables with aforementioned catalog numbers placed on the market we can conclude the failure ratio is (B)(4)% for the issue investigated herein and the investigated issue is a single and isolated case. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b3 date of event, b5 describe event or problem, h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous b3 date of event: 11/28/2022. Corrected b3 date of event:11/25/2022. Previous b5 describe event or problem: on 28th november, 2022 getinge became aware of an issue with one of our mobile tables ¿ 113213a2 alphastar plus mobile operating table. As it was stated, the headrest dropped while the patient was on the table. Additional information was requested from the customer to establish if the head rest dropped rapidly to the lowest position and if there was any risk of neck overstreching. Unfortunately, no further information was obtained by the time of reporting. There was no injury reported, however, we decided to report the issue in abundance of caution as serious injury cannot be excluded in case of occurence of neck overstreching due to rapid drop of head plate. Corrected b5 describe event or problem: on 28th november 2022 getinge became aware of an incident with one of our mobile tables ¿ 113213a2 alphastar plus mobile operating table. As it was stated, the headrest dropped while the patient was on the table. Additional information was requested from the customer to establish if the head rest dropped rapidly to the lowest position, if there was any risk of neck overstretching while the alleged situation occurred and if the patient was under anesthesia. Unfortunately, no further information was obtained. There was no injury reported, however, we decided to report the issue in abundance of caution as serious injury related to neck overstretching due to rapid drop of head plate could not be excluded in case of occurrence. Previous h4 device manufacture date: 09/01/2002. Corrected h4 device manufacture date: 09/25/2002.